Event description:
The lay user/patient called lifescan (lfs) in 2006 and alleged that her meter would not power on. The medical affairs specialist listened to the recorded call between the lfs customer service representative and the patient to verify the information obtained and a letter was mailed since the user could not be reached by telephone for further clarification. The patient reported that she had this meter for approximately one week. She later stated that she had been in the hospital for one week and was released. She began experiencing symptoms of feeling nauseous and dizzy. The paramedics were called and they took the patient to the hosptial. Prior to going to the hospital, she stated that she took her oral medication. She was treated with insulin. Her blood glucose was tested on another meter and the readings were normal. She replaced the batteries and the meter was still not powering on. She also reported that the serial number was scratched off the meter. It is not clear the meter issue began prior to developing symptoms. It would have been helpful to know: where she obtained the meter from, how long she had been unable to test on her meter, what her blood glucose results were upon arriving at the hospital, and if any changes were made to her diabetes treatment regimen. It would have also been helpful to be able to clarify the dates and times that the incident occurred, as it is not clear if the patient obtained the meter before or after the hospitalization. This complaint is being reported, as the meter issue was not resolved and the patient had been treated at the hospital for high blood glucose, although the patient would not clarify whether or not the meter issue began prior to the hospital visit. A replacement meter has been sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.